Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-02375, 02376. The patient received his scs system, including two lead extensions and an ipg, on (B)(6) 2009. It was reported that three weeks later the patient experienced a loss of stimulation. It was found that the lead had pulled out of the extension header. The extensions and ipg were explanted and replaced on (B)(6) 2009. Follow up on the patient found that no further information is available. The explanted products were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension is missing terminal end electrode and has wires broken. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician.